Event description:
Following primary stent implantation into the right coronary artery (rca), the pt experienced a non q-wave myocardial infarction. The event was judged as related to the index procedure and the device. This product is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt. Please note that this product is not distributed in the united states. However, it is similar to the united stated distributed product.